Event description:
It was reported that actis reamer threaded inserter threads were damaged.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h3, h6: product investigation: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the threads damaged (cross-threaded) and the device tip fractured. Broken piece was not returned for evaluation. Additionally, the overall device surface had signs of usage and no other anomaly was identified on its surface. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces like applying excessive force in a misaligned position while assembling the device and overloading the material; or by impacting the device before was fully seated. Properly handling and attention to the approved use of the device diminishes the risk of failure. As per depuy synthes actis¿ total hip system surgical technique, rev. 2 and page 10, the next precautions need to be followed: 1) "ensure the tine on the inserter is aligned with the recess of the inserter feature on the top of the implant at the proper angle"; 2) "fully engage the threads of the inserter into the implant to ensure the inserter is securely attached to the implant"; 3) "take note that the insertion feature in the stem is angled 12° medially to help the stem inserter avoid the greater trochanter and other anatomic features. When the etch line on the insertion tip is parallel to the neck of the actis stem, the inserter is properly aligned to the 12 degree angle"; 4) "insert the stem by hand until it meets resistance, typically 10-20mm from final broach position"; 5) "select the stem inserter that best suits your technique. Straight, offset, bullet tip, and threaded options are available"; 6) "use moderate mallet strikes to seat the stem until it is stable, ideally when the collar rests on the calcar. In the occurrence that the stem collar will not advance to the calcar, do not increase strength of mallet blows to force the stem further distal into the femoral canal. The stem can achieve initial stability without collar contact". Usage patterns were identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was performed for the device using its retaining body weldment as mating component. Test revealed the inserter was not able to assemble as intended, as a consequence of the observed damage on the threads. The overall complaint was confirmed as the observed condition of the actis retaining stem inserter would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.